Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on a pt. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter pcb and lcd panel. The unit passed extended self-testing.